Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant surgery, there was intermittent sensing on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual and diagnostic imaging inspection of the lead did not find any anomalies with the exception of procedural damage. The reported event of intermittent sensing was not confirmed.